Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are in the hospital on antibiotics due to an infection after implant. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. No further patient complications have been reported as a result of this event.